Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. A functional test was performed, and the test showed that the device was out of specification.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited foreign material in the air/water tube and cylinder. There were no reports of patient involvement.

Manufacturer narrative:
During a follow - up with the user facility, it was confirmed that: there ¿endoscopy department was unable to make any assumptions about the residues found.¿ the customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer confirmed that the facility flushes the nozzle with air and water during manual cleaning. The customer confirmed that the cleaning sterilization and disinfection (cds) processes performed at the user facility were according to olympus instructions for use (IFU). The device was returned to olympus for evaluation and during the device evaluation it was uncovered that there were foreign objects in the air/water tube and cylinder. This finding was due to insufficient cleaning or handling of the scope. Upon further inspection, it was observed that the up and down knob could not be locked securely due to wear of the lock engagement lever. It was also observed that the suction, air, and water cylinder had no color. It was observed that the insulation resistance value at distal end did not meet the standard value due to a burn on the plastic distal end cover. It was also observed that the bending angle in the up, down, and left directions did not meet the standard value due to wear of the angle wire. Additionally, the bending angle in the right direction could not be bent at all due to wear of the angle wire. Also, the play knob in all directions were out of the standard value due to wear of the angle wire. It was observed that the plastic distal end cover had a chip. It was also observed that the adhesive around the objective lens and light guide lens had a chip. It was observed that the objective lens and the light guide lens had a scratch. It was also observed that the bending tube was damaged. It was observed that the adhesive on the bending section cover had a crack. It was also observed that the connecting tube had a dent and was snaking. Lastly, it was observed that the coating of the universal cord was peeling. This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation. Section h3 was updated with additional information that was received about the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the foreign material could not be determined nor identified however, it is presumed that the material clogging the air/water cylinder was an adhesion. Olympus will continue to monitor field performance for this device.